Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the multiple occlusion alarms occurred. There was no reported impact to the customer's blood glucose level. The customer refused to perform troubleshooting with tandem technical support and did not provide any further information.